Manufacturer narrative:
(B)(4). This report is related to contralateral mrn 9617229-2022-12294. The events of seroma - late and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid of the right breast"; cd30 positive, alk negative alcl

Event description:
Further reported was that the patient underwent hematoma drainage and it was noted that there was "periprosthetic fluid of the left breast." The cytology report of the aspirated fluid was positive for large cell t lymphoma cells; anaplastic lymphoma associated with breast implantation (bia-alcl) with fibrin-hematous material (cytoinclusion sample). The markers of cd30 positive and alk negative have been reported and the alcl was reported to be clemens stage pt3 (infiltration of capsule with large aggregates of neoplastic cells). Affected side is left.